Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed av 15 fault code, storage mode and could not perform diagnostic testing. Guidant received additional information that this device was explanted and replaced.